Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device has a power supply issue and wont turn on. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
This is a duplicate of report # 1218950-2017-06810.

Event description:
It was reported to philips that the device has a power supply issue and wont turn on. There was no patient involvement.